Event description:
According to the event description: "Doctors reported that the RR and Tidal Volume in SPONT mode detected and shown by machine is not accurate. Despite the patient is breathing comfortably (like in the video), moments before the video, the respiratory rate is much higher than expected and also tidal volume.All TSW passed."Medical intervention was required, and ventilatory support was continued using an alternative ventilator. However, no serious injury or adverse health consequences were reported for the patient.

Manufacturer narrative:
Hamilton Medical AG reference:(b)(4).The investigation is currently in progress.